Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation and the device not returned for evaluation, it is not possible to determine whether the b30 error occurred due to the failure of the device in question. According the to instructions for use (IFU): "b30 is an error that occurs when a foreign body (chemical residue, water cerumen, sebum contamination, dust, gauze, etc.) Is attached to the electrical contact point of the scope connectors." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report that their scope was causing a b30 scope communication error during procedure prep. Tac was able to successfully trouble-shoot the b30 communication error away by having the customer clean the contacts on the scope. However, while preparing for the next case, the light source unit presented an e216 error message. Tac continued to trouble-shoot this error message as well, and it ultimately required changing out the scope to resolve. At this time, the initial reporter is not sure if the scopes are causing the errors or if its the light source. She stated that she'll have a facility technician reach out to continue trouble-shooting at a later date. The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer called in to report that the evis exera iii xenon light source was presenting scope communications errors during a preparation for a diagnostic procedure. According to the initial reporter, the procedure was successfully completed by switching out the scope. Reportedly, the patient's outcome was 'good'.